Event description:
The dose indicator was inaccurate during use [device malfunction]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from (B)(6) concerns a female patient with type 2 diabetes mellitus who was treated with novopen 4 (insulin delivery device) on unknown dates and experienced "the dose indicator was inaccurate during use" beginning on unknown date. Patient's height: not reported. Medical history included type 2 diabetes mellitus (duration unknown). On an unknown date it was reported that the dose indicator was inaccurate during use. Upon analysis of the returned product a fault may lead to a medical consequence was found. The fault is very obvious to the user as the numbers on the dose scale are misaligned in the dose indicator window and it is difficult to dial a dose if it is done as described in IFU (instructions for use). However, due to the nature of the fault it is possible to receive more insulin than intended and have a serious hypoglycaemic event. This case was reclassified to an incident due to this fault. Action taken to novopen 4 was not reported. The overall outcome of event was not reported. Investigation result: novopen 4 - batch aug0741. Visual and functional examinations were performed. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. The problem is due to rough handling during use.

Manufacturer narrative:
Company comment: upon analysis, a fault which could lead to an incident was identified. A part of the base bushing on the pen has broken off. An internal part in the pen is broken and dose mechanism can rotate freely inside the pen housing. Due to the pen construction, it will be very difficult to set a dose if the pen is used according to the instruction. However, if the patient are holding on the cartridge-holder instead of the pen housing the patient could receive a too high dose, when injecting, and experience a hypoglycemic event. The fault should initially be very obvious to the patient, because of the misalignment between the pointer and the dose indicator window and the overall risk of an adverse event is considered minimal. The fault occurs when excessive force during handling is applied to the pen. Final comment from the manufacturer: (B)(4) 2013: during investigation of the device, a fault which could lead to an incident was identified. Five other cases with a similar root cause, but also without a medical adverse event, have been reported to (B)(4) does not see this as a safety concern. Name: novopen 4, batch number: aug0741. (B)(4): visual and functional examinations were performed. A part of the mechanism is broken off and this allows the internal pen mechanism to rotate in relation to the pointer in the dose indicator window. The fault may result in inaccurate dose delivery. The problem is due to rough handling during use. (B)(4). The product is not returned for examination. If possible, please forward the sample(s) in question for further investigations. A batch trend report has been created. Nothing abnormal was found.